Event description:
Customer reported an issue with the panorama central station's telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Rep evaluated the unit. Corrections included replacements of the unit's top housing. Unit was calibrated and safety tested to factory's specs.